Event description:
Prolapse vaginal floor and rectum. Hysterectomy and reconstruction of both. I have multiple symptoms of breast implant illness. To name a few what drs label you when cause is unk is ibs. With multiple effects. Prolapse vaginal floor and rectum hysterectomy and reconstruction of both. The gi affects irreversible and life changing. Headaches not just a normal but debilitating. Swollen feet and hands as I write. This has been 1 month since I could wear shoes. Daily red hot rash chest and face. Breast implant illness has stolen my life and a wife, a mom, and a grandma away from my family. I have been unheard. This is a short summary because I am fatigue easily and often my hands and feet numb. Please think outside the box and acknowledge what is obvious. Do the right thing. Peace and love, (B)(6). (B)(4).